Manufacturer narrative:
G4:04mar2021. B4:13mar2021. A philips authorized service personnel (asp) evaluated the device and confirmed the reported issue. It was determined the front bezel required replacement. The asp replaced the front bezel to resolve the issue. The device successfully passed functional testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
It was reported to philips that the navigation ring was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The front bezel was returned for analysis. Failure investigation is not required. The root cause of navigation-ring failures was determined to be due to liquid ingress. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.